Event description:
Pt reported their lap-band system "leaks." Pt explained this problem was first noticed when the pt was feeling "no restriction." Pt explained they received fills, and the doctor "tried filling it, and it unfills." Pt also explained they "can eat whenever I wanted." The lap-band system remains implanted at this time.

Manufacturer narrative:
Taper ii. The product associated with this report has not been returned as the device was not explanted. Based upon the serial number and implant date provided by the reporter the connector type is assumed to be a taper ii. The reported of the event was asked to return the product for analysis, if it is explanted in the future. The surgery has not occurred, so allergan has not received the device nor performed analysis at this time. No additional information has been reported to allergan regarding the serial number. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port of the connector tubing."